Manufacturer narrative:
Spark manufacturing was unable to identify the reported patient as a spark aligner user. A review of internal records, including patient name searches and inquiries with the identified orthodontic provider's patient population, did not identify a matching spark case. As a result, the manufacturer was unable to confirm that spark aligners were used by the reporter. No device was returned for evaluation. No lot number, serial number, or aligner stage information was available. The manufacturer could not verify device involvement or assess device performance. Based on the limited information available, the relationship between the reported dental findings and the use of spark aligners could not be determined. This report is submitted in compliance with medical device reporting requirements. Should additional information become available, ormco will submit a supplemental report. Ormco does not have any role, authority, or influence in determining patient treatment plans. The company encourage the patient to discuss any questions or concerns directly with their healthcare provider, as they are fully responsible for guiding the patient's treatment. Ref. Mw5181610.

Event description:
It was reported a patient began treatment with spark aligners and, after two months of use, developed significant cracking of the anterior teeth. Due to the severity of the fractures, the affected teeth will require extraction.